Manufacturer narrative:
Pc-(B)(4). Date sent: 05/20/2021 d4: batch # u5aw8r h6: component code = others (g07) device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with no staples present and anvil with washer cut. The device was reset, loaded with staples, and fired into a test skin with no issues. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for " the top of the anastomosis did not stay secure"? That was the only information that the surgeon stated when I asked about where the anastomosis may not have been secure. Was there any difficulty removing the device? The pa did two 360 revolutions and the anastomosis wasn¿t breaking free. I instructed the pa that the IFU did allow for one more 360 revolution, if necessary. The anastomosis was still difficult to break free after the additional turn. Eventually the pa was able to release it. What was the shape of the staples (b-formation, irregular, legs straight)? The surgeon has used this device many times and she stated the staples were shaped correctly from what she could see. How many counter-clockwise revolutions were used to open the device? Two 360 revolutions and then one more 360 revolution how was it confirmed that the anvil was free from the tissue prior to removing? The pa did not verbally confirm so I¿m unsure how he knew the anvil was free. After firing was the adjusting knob turned ½ to ¾ revolutions? Two 360 revolutions and one more additional 360 revolution because this was the powered circular. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? The surgeon¿s pa fired the device. Who removed the device? The pa removed the device. Was the safety reset prior to removal? I¿m unsure. What was the users experience with the device? The surgeon has used the cases multiple times, including firing the device. The surgeon¿s pa has also fired this device in many cases with other surgeons in their practice. The surgeon stated that she felt that the stapler fired the way that she would have anticipated. It was a challenging case. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open colostomy reversal procedure that during the leak test there was a leak found at the anastomosis. Surgeon stated that it appeared that the top of the anastomosis did not stay secure. Surgeon believes this was due to how they were attempting to remove the device. Surgeon over sewed to repair the leak. Surgeon stated that from what she could see that all the staples formed as she anticipated. There were no adverse consequences for the patient.